Event description:
Reporter alleged obtaining discrepant blood glucose results of 580 mg/dl back to back with a result of 67 mg/dl when testing was performed within one minute of each on the advantage system. Reporter stated he was experiencing hypoglycemic symptoms during the time of testing and self treated with a teaspoon of sugar. No other actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.